Event description:
This supplemental report is being submitted due to completion of the investigation on the 07-jul-2023

Manufacturer narrative:
PMA/510(k) # k210476. Device evaluation: the echo-19 device of lot number c1928532 complaint was returned for evaluation, opened in its original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 26th of april 2023. . The returned device lab findings and observations can be referred through the attached files. On evaluation of the device the below was observed: sheath extender able to advance and retract with no issues, needle handle able to advance and retract, but needle does not move. Distal end of needle observed, and distal tip observed to be bent inwards. Stylet removed from the device, but no issues observed. Stylet able to be fully re-inserted into the device with no issue. Needle removed from the device and proximal break observed below the sheath extender. The reported break is observed in attached image. Customer confirmed the distal bent was not observed prior to the device getting shipped back to cirl. Manufacturing records: prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures. A review of the manufacturing records for echo-19 of lot number c1928532 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1928532. Instructions for use and/label: the notes section of the instructions for use, ifu0101 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use. Ncr-nc20-036 was raised for the ifu0101 to update the IFU to include instruction to partially remove stylet prior to extending needle into the lesion. (Hra) -(B)(4) health risk assessment (hra) ¿ part I initiation information & escalation decision which led to (B)(4) health risk assessment (hra) ¿ part ii initiation information & escalation decision. Based on the outcome of same which included assessment from clinical (medical affairs), engineering and regulatory affairs no further containment actions were required pending this IFU update. (Note: this issue likely did not cause the proximal break found during the lab evaluation). Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the device being in a flexed or twisted position during the procedure as indicated in the additional information resulting potentially causing the needle to break below the sheath extender. It is possible the needle did not move due to the observed break. The distal bent observed in the lab evaluation is likely to have occurred during the device returns process as customer confirmed the distal bent was not observed prior to the device getting shipped back to cirl. A CAPA (pr (B)(4)) has been initiated to document and track the actions taken to investigate and to address kinking or breaking of the sheath at the sheath/sheath extender junction. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation: according to the customer, user completed the first biopsy but found out the needle had broken. Confirmed quantity of 1 device, confirmed used. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a possible root cause could be attributed to the device being in a flexed or twisted position during the procedure potentially causing the needle to break below the sheath extender. Complaint is confirmed based on visual and/or functional inspection. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This follow up MDR is being submitted to capture the lab evaluation conducted on 26-apr-2023.

Manufacturer narrative:
PMA/510(k) # k210476 investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.

Manufacturer narrative:
PMA/510(k) # k210476.investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.

Event description:
User advanced the needle throug fuji endosocpy to fundus of stomach, user completed the first biopsy but found out the needle broken. User then changed to another same device to complete the biopsy. Patient outcome: under collection. Patient/event info: notes: for complaints occurring during use (once in contact with endoscope) also ask: 1. If the report involves a kink or bend in the needle, where is this located on the device (handle end or patient end)? Patient end. 2. Please describe the location in the body for the intended target site (pancreas, stomach, etc). Pancreas. 3. Please describe the size of the intended target site.3cmx3.5cm 3cmx3.5cm. What is the endoscope manufacturer and model number that was used with this device? Fuji endoscopy. 4. Was gaining access to the targeted site difficult? No. 5. Was the endoscope in a flexed or twisted position at any time during the procedure? Yes. 6. Was needle penetration of the targeted site difficult? No. 7. Was the stylet in place inside the needle when advancing into the targeted site? Yes. 8. How many biopsies were obtained with use of this needle? 1. 1 9. Did any section of the device detach inside the patient? No. 10. If not with the device in question, how was the procedure performed and/or finished? With another same device to complete the procedure.